Event description:
As reported from our affiliates in canada, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, while advancing the commander delivery system through the esheath, the guide wire got stuck. The guide wire was pushed forward but it was bent and caused a left ventricle perforation. This led to cardiac tamponade and bleeding into the pericardium. The team attempted to rescue the patient however the patient expired. When the commander delivery system was removed from the patient, a kink was noticed in two places. The perceived root cause of this event was the resistance in the system that caused the kink.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: two kinks were observed on the flex shaft at 20cm and 24cm from the flex tip. Engineering removed the guidewire from guidewire lumen with resistance. After that: two kinks were observed on the guidewire. The guidewire unraveled next to the kink location. To further examine the integrity of the guidewire lumen of the delivery system, guidewire insertion test was performed with no abnormalities noted. The complaints for resistance with guidewire and damaged system component were confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per evaluation of the returned device, the guidewire presented two kinks and it was unraveled. The damaged portion of the guidewire passed through the delivery system with high resistance. A sample guidewire was able to pass through the delivery system with no abnormalities observed. In this case, it is possible that the non-ew guidewire was damaged during the procedure, leading to the reported resistance between components. As such, available information suggests that procedural factors (damage guidewire) may have contributed to the resistance with the guidewire. Per evaluation of the returned device, two kinks were observed on the flex shaft. Additionally, per follow-up with field clinical specialist, the degree of calcification in patient's access vessel was mild to moderate. Calcification can create sub-optimal angles that can lead to difficulty inserting the delivery system. Moreover, excessive manipulation to overcome the reported resistance may have led to the resulting kink in the delivery system. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the kink in the delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.